Event description:
It was reported that a patient presented to clinic for follow up. An x-ray was performed and revealed that the right ventricular (rv) lead had dislodged. The physician elected to explant and replace the rv lead. The patient's condition was stable.